Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying an error 5 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018 around 1.30 pm. The patient stated that he was taking no diabetes medication at the time of the meter issue. The patient alleges that on (B)(6) 2018 at 11pm, he developed symptoms of ¿vision got blurry¿. He reported that he used 17 strips trying to obtain a blood glucose result. He then allegedly obtained a result of ¿700 mg/d¿. In response to the alleged symptoms the patient called his doctor. He was advised to call an ambulance, and they took him to the emergency room. The patient reported that at the emergency room they obtained a ¿normal¿ blood glucose result (exact result unknown). The patient reported that he was treated at the hospital with IV fluids. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted that the test strip did completely draw in the sample. When the patient was walked through a retest the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, and required treatment after alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.